Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging her one touch verio iq meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 2:45 p. M. When the patient obtained a blood glucose reading of ¿10.5 mmol/l¿ with the subject meter. The patient manages her diabetes with insulin (unknown type, self-adjuster) and at 2:50 p. M. Took ¿2 more units of insulin¿ in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿shaking and sweating¿. It is not known what treatment, if any, the patient received in response to these symptoms. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The csr walked the patient through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall (correction # 2013-ie-017) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2014). The patient¿s meter and test strips have been returned on 8/20/2014 and 8/18/2014, respectively, and evaluated by lifescan product analysis on 8/22/2014 and 8/21/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.